Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device continuously displayed an alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device failure to pass its internal self test. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. The investigation determined that the root cause was contamination of the device pneumatic block assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device continuously displayed an alarm. There was no patient harm or serious injury reported as a result of this incident.